Manufacturer narrative:
Investigation results: dl protocol was followed digital models and scans look good. This is a know issue that can sometimes happen with aligners and retainers. The thickness of the plastic can cause this. If they would like they can reorder and request the 8's to be removed from the retainer model as edilou stated. We reviewed the DHR for this so-(B)(6) / patient ID# (B)(6) / site ID# (B)(6), qty. 2 items assy-500015 (retainers) were packaged by the first shift by bag-and-box operation on (B)(6) 2025, in manufacturing cell 7. The sales order was inspected and met the acceptance criteria provided by qa.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a patient using a suresmile retainer; the retainer caused an anterior open bite.